Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm, no battery out limit alarm and no blank display noted. Insulin pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had a blank display in the middle of the night. Device had alarmed a failed battery test alarm once. Customer's blood glucose was 438 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.